Event description:
The manufacturer received information alleging that the battery melted at the connection. The battery is damaged, with plastic near the connection section.. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.